Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a knee surgery the loop that applies the button against the tibia broke when tightening the tibial end button. The surgeon is obliged to apply the button manually against the tibia and had to tie three knots on the button. The graft is securely fixed in the tibial tunnel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.